Event description:
Pt called lfs alleging that their one touch ultra meter would not power on at times. On one occasion, pt described feeling disoriented at the time of concern. The meter would not power on and pt decided to call 911. When the emergency medical team arrived they admininstered treatment through an IV. The medical affairs rep mailed a letter since the pt was unavailable to provide additional clinical info. It would have been helpful to know how long the pt had been having the power issue, when the symptoms began, pt's medication regimen, the reading obtained on the emergency medical technician meter, and the treatment administered by the emergency medical technician. Based on insufficient evidence it is unclear if the meter contributed to an adverse event. The customer service rep discovered through troubleshooting that the battery had been replaced less than 1 year ago and that the batteries were correctly installed. The meter was replaced due to an unresolved power issue.